Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to failed asr hip replacement. Records indicate the patient a large amount of turbid fluid, debris, and abnormal soft tissue was found in the socket. The acetabular component was not grossly loose but was not solidly ingrown. **update** (B)(4) 2013 - litigation received 04/30/2013 and attached. Complaint changed to legal. Litigation alleges patient had pain, stiffness, discomfort and weakness which negatively affected mobility, toxicity of metal in body and ability to perform normal physical activities have been limited after asr hip implant. Litigation also mentions the turbid fluid, debris and soft tissue indicated in the medical records as stated above. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to failed asr hip replacement. Records indicate the patient a large amount of turbid fluid, debris, and abnormal soft tissue was found in the socket. The acetabular component was not grossly loose but was not solidly ingrown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation alleges patient had pain, stiffness, discomfort and weakness which negatively affected mobility, toxicity of metal in body, and ability to perform normal physical activities have been limited after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.